Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell 2 of 4. The technical service representative (tsr) explained the alarm and possible causes to the home patient (hp). The hp then revealed that one of the bags had a lot of solution in the over-pouch, but he did not see a leak. The tsr explained that if the hp found that in the future, he should get a new bag that does not have solution in the over-pouch. The hp stated he had turned off the hc machine and ended therapy. The tsr suggested the hp contact the dialysis nurse about missed therapy and the alarm. There was no serious injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the reported problem, it was revealed that he did not experience any patient injury or medical intervention and was resuming therapy.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) during dwell 2/4 was not confirmed due to a lack of sample. The home patient (hp) stated one of the bags had a lot of solution in the overpouch, and he connected the bags anyway, but he did not see a leak. Sample was not available; it was undetermined. The root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after 2 years 11 months (35 months) due to unknown reasons and was replace by a carpentier-edwards 3000-21mm valve.